Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The rf (radio frequency) head failed all uplink amplitude tests and had no telemetry. The rf head cable found out of electrical specification.

Event description:
It was reported by a clinic nurse that she was unable to interrogate several patients' devices using this programmer header. She said that it seemed to intermittently work over the past week or so. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.